Manufacturer narrative:
The device date of manufacture was unknown; therefore, UDI: (B)(4). The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the radiolucent drive device was leaking oil. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device history record review: upon further review of the device history record review, it was determined that there were no potential issues identified during the manufacture of the device that may have contributed to the reported complaint condition. Therefore, the information provided in the previous report is incorrect. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 8/10/1998. The UDI has been updated accordingly. Device history record review: review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The UDI has been updated accordingly. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the device was received fully intact. It was observed that there were some minor scratches and dings along both sides of the device. It was further determined that the unit locking mechanism was worn, and in addition, it was hard to rotate freely. It was observed that the unit failed the check free movement-locking mechanism worn and for safety clutch-out of tolerance. During service/repair, it was determined that the slide sleeve, bevel wheel bush gear and the drive shaft were worn. It was determined that there was an unknown liquid on the ball bearings and seals and the device showed signs of an immersion. It was determined that the issues were consistent with improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.